Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation. The patient reported that he was itching on his back and the skin under the electros was red. Patient's wife reported that the electrodes were leaving red marks. Patient was using (B)(6) lotion. Patient was remeasured and confirmed to be in the correct size garment. There was no alleged device malfunction contributing to the irritation. Patient was prescribed triamcinolone acetonide ointment by a physician. Follow up indicated that the medication is helping and the irritation is better.